Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error (book image). The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were in the swimming pool and suddenly the pump started to alarm. There was red light on the keypad and red x on the screen. They inserted new battery but the pump did not work at all. Customer reports they received a critical pump error image on the pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had critical pump error after battery installation. The constant critical pump error alarm was due to moisture damage on the electronic assembly. The insulin pump had a corroded motor assembly during visual inspection.